Event description:
A report was received that stated that a patient developed a meningitis-type syndrome after a spinal anesthetic for a cesarean. It was reported that within two to three hours of the procedure the patient developed headache, had a change in mental status; white cells and protein were seen within the csf. The csf had no organisms seen, or any growth in culture. The patient symptoms resolved within 24 to 48 hours, with no reported incident related medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing results of the evaluation.